Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced an infusion set was leaking at quick release event on (B)(6). 2024. The infusion set was in use for 2 days. No further information available.